Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The customer does not want any repairs done to the device. The device will be returned unrepaired, customer to be informed that device has not been serviced and may not be appropriate for use. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.